Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A mitraclip xtw was inserted, positioned below the valve, and grasping was performed. It was noted that while capturing the anterior leaflet, the gripper was able to drop down. However, fluoroscopy revealed that the gripper was bent sideways. It was noted that the gripper was likely being pulled by the anatomy but was unable to be confirmed. Troubleshooting was performed by raising and lowering the grippers, but the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the gripper was tested and the grippers were functioning correctly. It was noted that subvalvular interaction likely occurred resulting the gripper to be pulled as it was raised and lowered. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.